Manufacturer narrative:
Patients wife. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. However, the patients wife reported infection and suspected the device caused the death. No further information is available at this time.

Manufacturer narrative:
Analysis is normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found.